Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of deployment of the contralateral limb in the ipsilateral limb and pre evar rupture of the common iliac arteries. These events were confirmed. The reported incorrect seating of the main body stent on the bifurcation and the emergent aui procedure post operatively was unable to be confirmed with the medical records available for review. The most likely cause of these events was due to the following contributing factors; 1) the emergent presentation of the ruptured bilateral iliac arteries (cautionary product use conditon), 2) the concomitant use of non endologix stents in the bilateral iliacs and 3) the off label iliac diameter (right common iliac artey was 44.5mm, should be between 10-23mm) being off label. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: g1,2: contact office- name has been updated. H6: device code: remove code 3190, h6: result code: remove code 3233, h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
During an emergency endovascular aneurysm sealing (evas) procedure for the patient with a right and left cia aneurysm rupture, both contralateral limb and ipsilateral limb of the bifurcated stent graft stent were positioned in right common iliac artery (rcia, ipsilateral side). The left iia was occluded by a coil, and a non-endologix (excluder leg) stent was implanted. Then the right iia was occluded by a coil and non-endologix (excluder leg) stent was implanted. It was reported that an angiogram was not displayed clear enough and the right non-endologix (excluder leg) stent was positioned 2-3cm distal than intended. Then the afx2 bifurcated stent graft stent was deployed from the right access under unclear angiographic observation and balloon touch-up was performed around the afx2 bifurcated stent graft stent proximal portion. The operation was completed successfully. This procedure is outside the indications of use (off- label). Approximately nine (9) hours later, the patient became in shock condition after returned to intensive care unit (ICU) and a computerized tomography (CT) scan identified that both contralateral limb and ipsilateral limb were positioned in right cia (ipsilateral side). The cause of the patient being in shock was not determined. An emergency aorta uni iliac (aui) procedure was performed (preserving right side and occluding left side). A non-endologix (excluder leg) was implanted on the right side and a fem-fem bypass with coiling of distal left cia were performed. In addition, opening the abdominal cavity was performed to reduce the abdominal pressure. The patient was saved but is still in a critical condition.